Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose of 375 mg/dl by blood glucose meter, and the caretaker was advised to change the infusion set; the report indicated possible infusion site/tubing compression from lying on the set, no insulin leakage noted, no device alerts, and no clinical intervention. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of glucose above 180 mg/dl for about an hour, followed by return to normal range and no medical treatment or hospitalization. Investigation included review of device data and user report, along with troubleshooting and education regarding infusion set function and site management. Investigation of this case revealed no reported defects with the infusion set, connector, or cartridge, and suggested impaired insulin delivery due to line or site compression rather than occlusion or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors affecting infusion site or tubing positioning leading to temporary reduced insulin absorption.